Event description:
Reportedly, during the a lead replacement procedure,the physician noticed that the screw part of the subject pacemaker was askew. After screwdriver insertion,no rattle sound was heard. A new pacemaker was successfully implanted.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the a lead replacement procedure,the physician noticed that the screw part of the subject pacemaker was askew. After screwdriver insertion,no rattle sound was heard. A new pacemaker was successfully implanted.

Manufacturer narrative:
B5, d4, d6 (estimated), d7 updated and corrected following new information provided.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implantation procedure,the physician noticed that the screw part of the subject pacemaker was askew. After screwdriver insertion,no rattle sound was heard. A new pacemaker was successfully implanted.